Event description:
The customer reported that during reprocessing of the subject device, an issue was observed with the assembly pulls and that the lever was not functioning. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service found the some of the wires that compose the forceps elevator were raised due to cut and fraying, and foreign material was observed on the elevator lever (k-pipe). This report is being submitted for the malfunctions found by service during the device evaluation [damaged forceps elevator wires/foreign material].

Manufacturer narrative:
Upon further evaluation of the device, service found that the bending angulation in the up direction was out of specification due to wear of the angle wire, and the forceps raising angle was out of specification due to wear of the elevator wire (k-wire). No leaks were observed on the distal end. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing of the subject device, an issue was observed with the assembly pulls and that the lever was not functioning. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service found the some of the wires that compose the forceps elevator were raised due to cut and fraying. This report is being submitted for the malfunctions found by service during the device evaluation for damaged forceps elevator wires.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely causes of the reported event are due to fatigue accumulated on knob-wire by repeated operation of the forceps elevator resulting in the wire snapped or, the snapped wire was caught in the distal cover when the cover was attached to the device. Additionally, the snapped wire was contacted by the cleaning brush during the brushing process on the distal end and got bent. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ¿3.2 inspection of the endoscope: inspection of the forceps elevator mechanism: inspection for smooth operation: visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope.¿ olympus will continue to monitor field performance for this device.